Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: * were there any patient consequences? * aside from the dressing change, was other medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. * if medication was required, please clarify if it was prescription strength. *when was the suture implanted, and when was the nonabsorption and suture spitting observed? --please refer to the event description, other information requested is unknown. Received information as following from sales rep via phone today. After contact and verification with the hospital, the hospital reported that the sewing tissue layer was skin tissue during the operation, and the sewing method was interrupted sewing. In this event, the patient's wound healing was improved after symptomatic treatment, and no subsequent adverse event report was received. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Nonabsorption of suture post-op, on (B)(6) 2024 it was reported the wound was sewn up with suture. The patient had a problem with spitting out the suture and needed multiple dressing changes to promote wound healing. Additional information was requested.